Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2004 along with concurrent hysterectomy due to uterine prolapsed, rectocele and cystocele. It was reported that following insertion the patient experienced pain, extrusion, infection, recurrence, organ perforation, and dyspareunia. It was reported that the patient underwent removal of a vaginal stitch and mesh on (B)(6) 2005 due to mesh stitch and 2 mm are of mesh protruding at the vaginal apex.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh were implanted into the patient. It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 02/07/2014.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.